Manufacturer narrative:
(B)(4. Medical products - vanguard cr femoral interlok - #183030 lot # j3960489, unknown vanguard bearing, vanguard mono finned stemmed tibial tray - #166521 lot # 6026023. Report source: (B)(6). Study -(B)(6) (543). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09002. 0001825034-2017-09003. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing venous thrombosis four months post initial knee surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - vanguard cr femoral interlok - #183030 lot # j3960489, vanguard mono finned stemmed tibial tray - #166521 lot # 6026023. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.